Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocars leaked during a procedure. No patient harm reported. The customer does not want to be contacted for additional information.

Manufacturer narrative:
A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).